Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). The patient was seen in the pd clinic on (B)(6) 2026 and had a culture obtained from the pd catheter exit site. The exit site culture was positive for candida para psilosis (fungi). The patient was instructed to go to the emergency room (ER) on (B)(6) 2026. The patient was admitted to the hospital. The patient was cleared to have the pd catheter removed. The patient had the catheter removed and a central venous catheter (cvc) placed. The patient transitioned to hemodialysis (hd). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).